Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer requested a repair quote for front 8 inch caster and new forks on both sides.